Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection showed a loose downstream occlusion (dso)seal. This indicated a reportable malfunction due to the loose downstream occlusion (dso) seal, and the reported issue was duplicated. The cause of the reported issue was fluid ingression. The downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of continuous alarm. Upon physical inspection, a loose downstream occlusion seal(dso)was found. There was no reported patient involvement.